Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to duplicate the customer experience of the screen freezing up, however it was noted that the stylus was slow to react and that this did make it appear as though the screen freezes, the stylus was replaced and calibrated to resolve. Analysis also noted a noisy system fan, broken latch tab on the power cord door, a broken left keyboard hinge and that the display dropped in some positions. All found defective parts were replaced to resolve all. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's screen was freezing up during interrogation and implant. Follow-up determined that the programmer was changed out and that there was no patient impact. The programmer was returned for service. No patient complications have been reported as a result of this event.